Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01673 through 1221359-2022-01676.

Event description:
The customer reported false positive results result with the ID now covid-19 assay performed on a direct tested nasal kitted swab.repeat testing was not . Confirmation with pcr testing on a nasopharyngeal swab generated a negative result. The customer stated the patient was asymptomatic. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. No additional patient information,including treatment,and outcome, was provided. This MFR. Report addresses test one (1) of four (4) lot number (1062687) total (1).

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1062687 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1062687, test base part number 190-430 / lot 1062687. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062687 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ,however, a possible root cause is cross contamination.